Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had blank display. The customer also received weak battery alarm and the insulin pump went to factory reset. The customer's blood glucose was 281 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer stated that the full display was chipped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected weak battery alarms were noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. However, moisture damage was found on the motor. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.